Event description:
Reportedly, the ventilator would reset. Malfunction did (not) occur during pt use. The single board computer was replaced, which resolved the reported issue.

Manufacturer narrative:
(B)(4).